Event description:
(B)(6) clinical study. It was reported that sinus bradycardia occurred. In (B)(6) 2010, the patient presented with episodes of mid sternal chest discomfort radiating to the jaw and left arm associated with dizziness and nausea. Coronary angiography revealed a 3.5x24mm, de novo, ostial, 70% stenosed target lesion located in the proximal right coronary artery (rca). It was treated with pre-dilatation and placement of a 3.0 x 8 mm taxus liberte stent, however, the patient developed an episode of sinus bradycardia and was treated with 1mg of atropine. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel two days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).